Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument did not energize. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire. The instrument was transferred to a failure analysis engineer (fae). Fae confirmed initial findings. The instrument passes energy recognition, however, it failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no arcing was observed during the procedure. There was no injury to the patient due to this issue and there are no photos or videos for isi to review.

Event description:
Refer to h11 for follow-up information.